Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Sterile packaging stuck together, making it impossible to pass sterile onto surgical field. Surgical scrub had to pierce the inner package to retrieve implant.

Manufacturer narrative:
Upon review of the returned product, it was found that the sterility of the package was not compromised. Although the package was difficult to open, the product was able to be used and no patient harm was caused. Therefore this report, 1818910-2016-27926, will be voided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.